Event description:
Customer reportedly received results of 23.3 mmol/l and 6.7 mmol/l within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy pen was reported as showing an f0 in the display. This humapen memoir burgundy pen was associated with product complaint (B)(4), lot 0709c02. The returned device was found to have the 0 segment missing from the display. The operator of the device was the patient. The user was trained via a nurse. This device model was used for an unspecified length of time. The device was returned on 31-aug-2010. The humapen memoir burgundy pen was not continued. Update 19-oct-2010: additional information received 19-oct-2010 via the global product complaint database. Added device specific safety summary. Amended EU/ca fields.